Manufacturer narrative:
(B)(4). Tissue samples were returned and evaluated for content of (B)(6). One tissue sample had a content of (B)(6). Another tissue sample had no content of (B)(6). It was not possible to determine the cause of the low concentrated content of (B)(6). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a recurrent hernia repair procedure approximately 18 months ago and mesh was used. An anterior abdominal wall cele, which was 25 x 30cm had formed and fluid was seen by CT scan. On (B)(6) 2011, the patient underwent a surgical procedure. Upon opening the cele, a 500 ml space was found to be filled with fluid containing acetate and fragments of mesh which was emitting a strong odor. The odor irritated the surgeon's respiratory tract and caused eye tearing and coughing. The mesh and areas of fatty tissue necrosis were excised. Additional information has been requested.

Manufacturer narrative:
(B)(4) - fluid filled cele occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4).